Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient phone call, stating that 13 years and 4 months post implant of this 31mm bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve of the same size. The reason for replacement was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date, added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to stenosis and regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.